Manufacturer narrative:
(B)(4). D10: cat# 30103605 lot# 66529256 g7 vit e neutral lnr 36mm e. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a primary hip procedure. The patient was implanted with a competitor stem and a zimmer biomet acetabular cup and liner. Subsequently, the patient was experiencing constant pain post-surgery around the buttock area of associated hip replacement. The patient was revised approximately 4 months post-implantation due to pain. All products were removed and replaced. The patient was reimplanted with a competitor stem and zimmer biomet head, cup and liner. It was reported that no further information could be provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It was identified that zimmer biomet devices were implanted with competitor femoral components. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Please note, per the IFU, it states "do not use components with components of any other system or manufacturer, unless authorized by zimmer biomet." This complaint cannot be confirmed. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.